Manufacturer narrative:
Evaluation summary. The product was not returned for analysis; the gfd remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An individual reported that he was informed by a surgeon that following a glaucoma filtration device (gfd) implantation procedure, the patient moved from larger hypotonia postoperatively followed by a pressure of over 20. The filtration is blocked. Additional information has been requested.